Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one clip applier. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted a clip in transition in front of the pusher but not in the jaws. Functionally; the interlock was engaged prematurely. The root cause of this condition was determined to be due to a manufacturing error, and a retraining activity was generated as a result of the investigation into this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during an open procedure, the clips would not load into the device. There was no injury to the patient. A new unit of the device was opened and used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.